Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the roadrunner the firm hydrophilic wire guide broke when it was pulled prior to patient contact. It was further noted that a section of the polymer material was missing from the distal end of the wire which resulted in exposure of the inner mandril and coil. There was no reported patient impact.